Event description:
Baxter singapore reports that while performing an exchange, the transfer set snapped at the midpoint. A separation occurred between the white plastic pt connector and the silicone tubing. The pt reconnected the tubing to the pt connector, and continued dialysis without seeing medical attention for 1 day. The pt contracted peritonitis, was hospitalized and had the catheter removed. The pt is now permanently on hemodialysis. No further info is available regarding this incident according to the international affiliate.

Manufacturer narrative:
There are no samples available for analysis. Renal product surveillance, quality engineering, along with plant mfg, will continue to monitor this product line.